Event description:
Pt reported that their one touch ultra meter would not turn on when a test strip was inserted. The meter did turn on when the power button was pressed. This issue was not resolved with troubleshooting. There was no medical intervention or treatment given to the pt. No further info was provided.